Event description:
The device was returned for mechanical hardware failure (av sticky valve). Fva output pin not functioning properly. Removed fva assembly and found debris on fva pins. Cleaned fva pins. Upper/lower loading pins have debris. No other damage found.

Event description:
The following has been reported: biomed reported: "persistent pump error described as "service needed". "Please note: pumps are ready for the logs to be sent after initial troubleshooting completed by customer showing continued errors; hard reboot, full clean of machine/pins, and test infusion completed with errors. Was there injury/adverse reaction? No did the issue stop an active infusion? Yes list the name of the drug administered? Unknown. A preliminary review identified the following issue: mechanical hardware failure (av sticky valve). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.